Event description:
It was reported that during a da vinci surgical procedure, the physician at the surgeon side console felt a "shock" at the master tool manipulators (mtm). This occurred when the hospital experienced a temporary power outage. No harm to the physician or patient was reported.

Manufacturer narrative:
Per the customer reported complaint, the investigation conducted by the field service engineer alongside hospital's biomed engineer on august 8, 2008 concluded that the system passed electrical safety testing and all values performed to specification. The reported complaint could not be verified at this time. A second evaluation of the system was performed on september 19, 2008 by an isi senior hardware engineer in which the system and the operating room environment were evaluated. The system was found to be within specification with no physical or electro-mechanical defects that would contribute to the reported complaint. During the evaluation of the operating room environment, it was discovered that their standard apparel (non-disposable type) is not antistatic and the floor coating appeared to be commercial wax. The surgeon side console chair was not present but was reported to be a standard office type with a fabric seat and back. Experimentation with an ohm-stat tester confirmed that the existing practices do not provide sufficient resistivity to ground to effectively mitigate electrostatic discharge (esd) events. The site has been advised on minimizing the occurrence of esd events by wearing apparel (scrubs, gowns, footwear, etc.) And using chairs that are antistatic rated. The floor material should ideally be conductive tile or treated with antistatic coating to reduce the possibility of electro-static buildup and esd events. As of september 30, 2008, there have been no reported recurrences of the issue at this hospital.